Event description:
It was reported that a spaceoar placement procedure was performed on (B)(6) 2025. In addition, fiducial markers were placed. The hydrogel was successfully injected. During the procedure no adverse events were noted, and the procedure was completed without complications. On (B)(6) 2025, the patient experienced a non-serious urinary infection. The patient received medication (paracetamol and dexametasona) and diagnostic testing (uroculture). The event was resolved on (B)(6) 2025. On (B)(6) 2025, the patient stared radiation treatment, a total of 5 fractions were administered. On (B)(6) 2025, the patient experienced a non-serious acuate urinary retention, the patient received a urinary catheter placement, and the event was resolved on (B)(6) 2025. On (B)(6) 2025, the patient experienced a serious adverse event of urinary infection. The patient was hospitalized. However, this was not attributed to the spaceoar vue placement, instead because of the patient's diabetes type 2 decompensation. The subject presented to the emergency department with new acute urinary retention. The patient stopped taking his medication. Given that the patient had not been taking treatment for diabetes for weeks, a glucose analysis was performed, finding a simple hyperglycemia of around 600mg/dl. After controlling glucose, a urine culture was performed and candida albicans was detected. With the resolution of the urinary retention and glycemic control, the patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient was diagnosed with a non-serious urinary fungal infection. The complainant reported that this event was related to uncontrolled diabetes. However, given the possible association with catheterization for acute urinary retention, which was assessed as possibly related to the procedure, boston scientific corporation medical safety assessed this event as possibly related to the spaceoar vue procedure. On (B)(6) 2025, the patient experienced a non-serious pyuria. An uranalysis was performed and medication (fosfomycin) was provided. Additional information. It was previously reported that the patient experienced a non-serious pyuria, however, after additional information, it was reported that the site updated the term to dysuria. The site clarified that the event was not related to the spaceoar device or injection nor hydrodissection.

Manufacturer narrative:
Block h6: patient code e1310 is being used to capture the reportable event of urinary tract infection. Patient code e1309 is being used to capture the reportable event of urinary retention. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b5 and h6 (patient codes) were updated based on additional information.

Event description:
It was reported that a spaceoar placement procedure was performed on (B)(6) 2025. In addition, fiducial markers were placed. The hydrogel was successfully injected. During the procedure no adverse events were noted, and the procedure was completed without complications. On (B)(6) 2025, the patient experienced a non-serious urinary infection. The patient received medication (paracetamol and dexametasona) and diagnostic testing (uroculture). The event was resolved on (B)(6) 2025. On (B)(6) 2025, the patient stared radiation treatment, a total of 5 fractions were administered. On (B)(6) 2025, the patient experienced a non-serious acuate urinary retention, the patient received a urinary catheter placement, and the event was resolved on (B)(6) 2025. On (B)(6) 2025, the patient experienced a serious adverse event of urinary infection. The patient was hospitalized. However, this was not attributed to the spaceoar vue placement, instead because of the patient's diabetes type 2 decompensation. The subject presented to the emergency department with new acute urinary retention. The patient stopped taking his medication. Given that the patient had not been taking treatment for diabetes for weeks, a glucose analysis was performed, finding a simple hyperglycemia of around600mg/dl. After controlling glucose, a urine culture was performed and candida albicans was detected. With the resolution of the urinary retention and glycemic control, the patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient was diagnosed with a non-serious urinary fungal infection. The complainant reported that this event was related to uncontrolled diabetes. However, given the possible association with catheterization for acute urinary retention, which was assessed as possibly related to the procedure, boston scientific corporation medical safety assessed this event as possibly related to the spaceoar vue procedure. On (B)(6) 2025, the patient experienced a non-serious pyuria. An uroanalysis was performed and medication (fosfomycin) was provided.

Manufacturer narrative:
Block h6: patient code e1310 is being used to capture the reportable event of urinary tract infection. Patient code e1309 is being used to capture the reportable event of urinary retention. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.